Event description:
Healthcare professional reported left side rupture diagnosed via ultrasound. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture diagnosed via ultrasound. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed broken device assessed as fold flaw opening and a missing piece of shell assessed as inconclusive. As per the investigation procedure, wear abrasion and non-penetrating nicks were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b1, d9, h3, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, d6b, h6.

Event description:
Device has been explanted.